Event description:
It was reported that during a procedure to treat a re-stenosed lesion in the calcified proximal left anterior descending artery, pre- dilatation was done with a 2.0x12mm unspecified balloon catheter. A 2.25x23mm xience prox stent delivery system (sds) was advanced but could not cross and the sds became stuck in a previously implanted unspecified stent. The sds was withdrawn from the patient anatomy. Another unspecified balloon catheter was used to aggressively pre-dilate the lesion including distal to the lesion as well. The 2.25x23mm xience prox sds was re-advanced but still could not cross the lesion and the catheter was pushed inside the aorta. The sds was withdrawn from the patient anatomy and a non-abbott stent was implanted to treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance and the reported difficulty to remove the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual inspection, dimensional inspection of the returned device, and cine review there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience prox everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.